Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The product was not returned for investigation. Data logs were reviewed. The root cause of the optical signal drift issue was most likely sensor silicone wear. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, a 'placement signal unreliable' alarm occurred. The alarm was disabled, support was continued, and no harm occurred to the patient.